Event description:
The customer reported to olympus, their colonovideoscope had concern about the reflection (dust-like). The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; the nozzle had foreign material. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to clogging of nozzle water removal ability did not meet the standard value, due to a crack on bending section cover insulation resistance value at distal end did not meet the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of the up/ down knob was out of the standard value, adhesive on bending section cover had a chip, due to wear of the flexibility adjustment ring insertion section was stiff, the connecting tube had a wrinkle, the control unit had discoloration, the suction connector had corrosion, and the electrical connector had discoloration due to water leakage. Additionally, the following items were noted to have scratches; flexibility adjustment ring, suction connector, control unit, grip, universal cord, scope cover, connecting tube, switch box, up / down knob, right / left knob, lock engagement lever, free-engage knob, the universal cord protector on the suction connector and control section sides, image guide protector, and the plastic distal end cover. The device was cleaned, disinfected, and sterilized (cds) prior to its return. According to the customer the following details regarding the cds process were unknown: what the foreign material is, if there was delay in pre cleaning, if the nozzle was flushed with water and air, if there were any reprocessing abnormalities, if it was wiped and brushed with lint free cloths and brushes, or if detergent was used to flush the air/ water nozzle. Per the customer there were no concerns with reprocessing. Based on the results of the legal manufacturers¿ investigation, the foreign material could not be identified. In addition, the root cause for the remaining foreign material in the nozzle could not be established. A device history review found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.